Manufacturer narrative:
Submit date: 2018-01-19. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported units exterior was broken and blank screen/ screen blacked out. On (B)(6) 2018 additional information was provided stating that the screen was not damaged and that it is uncertain whether any physical damage was added but when the device was inspected, the device was turned on and the center of the display blacked out.

Manufacturer narrative:
To date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. This complaint file shall be closed as unconfirmed at this time. If the unit is returned, the complaint shall be re-opened. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a routine basis and if a trend is observed, actions will be taken as necessary. This information will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.